Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, this complaint is for a report of a use error during the fill stage, where the home patient stated that they had disconnected and swapped out the solution bags. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting of a check lines and bags alarm, it was reported that the home patient (hp) had disconnected and swapped out the solution bags. The event occurred during fill four of four on the homechoice and the hp was connected to the patient line. The technical service representative (tsr) advised the hp to end therapy. The hp indicated they would complete therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.